Event description:
Customer called initially to report an a-33 alarm while priming. Customer was advised at that time to discontinue pump and use manual injections. Customer later called back to report being hospitalized for high blood glucose levels. It was stated that her blood glucose levels would not come down even after injecting of 180 units of insulin with manual injections.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.